Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed replace battery now alarm. Customer's blood glucose level was 7 mmol/l. Customer reported that the insulin pump did not alarm low battery prior to replace battery now alarm. Customer stated that the battery was not previously used. Customer reported that this was the second occurrence of replace battery now alarm without low battery alarm. Customer was advised that the insulin pump requires brand new or fully charged batteries to work effectively. Customer was advised that they may continue to wear insulin pump until replacement arrives. Insulin pump will not be returned for analysis.